Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin was damaged. The customer reported the black o ring fell out and was not holding reservoir in pump. The customer stated it just fell off then saw the black ring disconnected. The reservoir was unable to lock in place when inserted into pump. The customer stated blood glucose was in the 400mg/dl range. The customer stated this morning it was 596mg/dl. The customer has pneumonia and is on prednisone. The customer stated she has new pump but will not start it until (B)(6). The customer declines to troubleshoot for high blood glucose. The customer was waiting for doctor to call back to treat for high blood glucose and stated she treated with pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.